Event description:
A pt with a history of stenosis underwent angioplasty and stent placement. A heparin bolus and an IV intergrilin drip were administered in the cath lab. A 6f sts angio-seal device was deployed uneventfully and the pt was transferred to the recovery area. Approximately one hr post-deployment, the pt complained of back pain and a decrease in blood pressure was noted. A femostop was applied and stabilizing measures were initiated. A CT scan diagnosed a retroperitoneal hematoma. The pt was admitted to the hosp for 24 hrs and received a transfusion of two units of blood. No further treatment was necessary and no surgical intervention was required. The pt was recovering.